Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-15. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a blue particle was observed inside the syringe. Upon examination, the blue piece was identified to be a piece of glove that is used by the operators in the manufacturing area. A device history review was performed for the reported lot 2009089, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Assembly stations have a vacuum system to remove any foreign matter before assembly. Machines routinely undergo proper cleaning and maintenance according to procedure. While we could not identify a direct issue, we can confirm the material is from a glove used within the manufacturing area. H3 other text : see h10

Event description:
It was reported that syringe 50ml ll convenience tray europe had foreign matter. The following information was provided by the initial reporter: an irregularity was found in one syringe during preparation. There is a blue piece in the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll convenience tray europe had foreign matter. The following information was provided by the initial reporter: an irregularity was found in one syringe during preparation. There is a blue piece in the syringe.